Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a lifted electrode with a foreign material attached, and a separation between the pebax and the electrode section. During the procedure, the signal interference (noise) was observed on the intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. Signal interference of map 1-2 was observed. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The signal interference was on all ECG (bs and ic) channels. The signal interference was observed on the carto only. The physician had intact ECG signal available to monitor the patients heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 14-may-2025, observed a lifted electrode with a foreign material attached. Also, a separation between the pebax and the electrode section, and a reddish material inside of it. The event was originally considered non-reportable; however, bwi became aware on 14-may-2025 of a lifted electrode with a foreign material attached, and a separation between the pebax and the electrode section and have assessed these returned conditions as reportable.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 09-apr-2025. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed a lifted electrode with a foreign material attached. Also, a separation between the pebax and the electrode section, and a reddish material inside of it. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise or electrical issues were observed. Due to the foreign material, a fourier transform infrared spectroscopy (ftir) analysis was requested and it was determined it is primarily composed of polypropylene with barium sulfate. The match with the characteristic peaks of both materials suggests that barium sulfate is present as an additive, possibly to enhance the polymer's radiopacity. This type of material is not used during the manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the noise issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage was related to manufacturing process. The lifted and foreign material was not related to the reported event and the potential cause could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: - investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿foreign material attached to electrode¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿lifted electrode¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: sleeve (g04115) were selected as related to the customer¿s reported ¿the signal interference (noise)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿the signal interference (noise)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿a separation between the pebax and the electrode section, and a reddish material inside of it¿. Manufacturer¿s reference number: (B)(4).